Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. As received, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the dn, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Electrode belt (B)(4) had a damaged cable.